Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The discovered symptom of heat damage was confirmed through observation. The cause was found to be a failed input/output printed circtuit board (I/o pcb). The back flex was also found to have heat damage due to the failed I/o pcb. The failed I/o pcb and back flex were replaced. Additional information: overheating of device or component.

Event description:
During baxter's evaluation of a spectrum pump, the device was found to have heat damage. There was no patient involvement.